Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported experiencing a high blood glucose of 206 mg/dl. The customer also stated the alarm was resolved by a complete set change. The customer also noted air bubbles in their tubing. Customer stated the alarm did not occur during a manual prime. The customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.